Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula of the cleo® 90 infusion set was bent. According to the reporter, the patient's blood glucose level rose to 500 mg/dl and experienced large ketones due to the reported event. The patient's ketone levels were not considered dangerous/life threatening. The patient administered an insulin injection and consumed water to resolve their high blood glucose and ketones. The patient did not note any damage with the infusion set when the package was first opened. The reported event did not result in patient injury or permanent adverse effects.